Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead had dissected conary sinus of the patient. The reported lead was not installed and the procedure was abandoned. The patient was in stable condition.